Event description:
The pt was severely hypotensive & acidotic upon transfer from (B)(6). An echo showed that the lv was not decompressing at 11,000 rpms consistent with pump thrombosis. Inr > 13. Bnp = 10,000; lfts = 11,000; ldh = 4500. Efforts were futile; care withdrawn.